Manufacturer narrative:
H6 - health effect clinical code: 4581 - whitish plaque/film. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -5.50 diopter implantable collamer lens into the patient's left eye (os). The surgeon notes the lens has some diffuse whitish plaques/film on the lens, which looks like it's on the posterior surface of the evo lens and not the lens or cornea. The surgeon also indicated there is a bit more inflammation then typical, the whitish film/plaques appear stable, neither increasing or decreasing and there seems to be no continued inflammation. The surgeon also reports glare/haloes, blurred vision, and on (B)(6) 2023 the lens was explanted. On this same date in a separate surgery, a replacement lens of the same length but different model/power was implanted. It was noted "vision improved significantly with exchange". The cause of the event was reported as a patient related factor and noted "suspect this was inflammatory debris/fibring building up on the lens".

Manufacturer narrative:
Additional information: initial MDR is not applicable as there was no device problem, reporter later clarified the issue was directly patient related. Claim#: (B)(4).